Event description:
It was reported that when a pt leaned on the overbed table top the screws allegedly pulled out of the wood and the top fell on the pt's leg. The brackets on the under side of the top allegedly lacerated allegedly required sutures.